Event description:
It was reported to medtronic neurosurgery that the strata valve appeared to be leaking out of the side. According to the report, it was noticed during the priming of the valve, so it never came into contact with the patient. It was reported that the doctor used another strata valve to complete the surgery. Reportedly, there was no injury to the patient.

Manufacturer narrative:
The valve was patent and met the requirements for reflux, siphon, pressure flow and pre-implantation testing. The device did not meet the requirements for leak testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. There was proteinaceous debris noted in the interior and exterior of the device. The instructions for use that accompany the device state that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance¿. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).